Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The returned sample was visually and physically evaluated, and it was noted that the caresite body had stress marks. Thereafter, the sample was functional leakage tested and failed the test. Although the reported defect was observed, the defect was not confirmed to be due to the manufacturing process. Based on the results of the investigation, the defect was determined to be caused by further processing/handling during the use of the product. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during therapy patient had an infusion containing fluorduracil in his PICC, on the second night patient reported leaking of drug. On inspection a crack/leak was observed in the bung that was attached to the patients PICC line.